Event description:
It was reported that a patient exited a bed, suffered a parietal subdural bleed and was moved to the neuro ICU for observation. The bed was a standard, non-kci hospital bed frame with the first step select mattress replacement system. The patient recovered with no adverse effects and was discharged from the hospital.